Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was nearing elective replacement indicator (eri). The patient implanted with this device felt the device did not last as long as it should have. Additional information was received that this device was explanted due to eri and premature battery depletion was suspected.